Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received too much insulin and experienced low blood glucose with blood glucose of 23 to 500 mg/dl at the time of the incident. The customer stated they were unable to calibrate, the insulin pump battery life was diminished, and the pump display was difficult to read. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The insulin pump will not be returned for analysis.